Event description:
A device report from synthes (B)(4) indicated a hospital in (b)(^) reported: during a procedure a pfna blade could not be inserted.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The blade was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the implant was manufactured according to the specifications, no abnormal findings were identified. In addition the implant was found to be in perfect working order, the mentioned malfunction could not be reproduced.